Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified tibioperoneal trunk and posterior tibial artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified tibioperoneal trunk and posterior tibial artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The device showed signs of use. The balloon rupture was confirmed 60.3 cm from the distal tip. Dilation was noted at 6 atm for 1 minute; this is below the maximum of 14 atms. No other damage was seen. The complaint was confirmed.